Event description:
The patient has two model 3183 leads from the same lot. It was reported, the patient was experiencing painful overstimulation from his scs system as well as positional stimulation. The patient declined a meeting with an sjm representative for reprogramming. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.